Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that multiple patients have experienced late edema 6-8 months post juvéderm® volift¿ with lidocaine injection. The majority of these patients also experienced mild infections.